Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside a carrier tube (hoop) within an emerge shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole 2mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The target lesion being treated was located in the mildly calcified proximal circumflex artery. A 20mm x 2.50mm emerge balloon catheter was advanced to the target vessel for predilation. Upon first inflation, the balloon ruptured at 12 atm. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was listed as "fine".

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The target lesion being treated was located in the mildly calcified proximal circumflex artery. A 20mm x 2.50mm emerge balloon catheter was advanced to the target vessel for predilation. Upon first inflation, the balloon ruptured at 12 atm. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient¿s status was listed as "fine".

Manufacturer narrative:
(B)(4).